Event description:
New information received indicated the pacemaker was unable to be interrogated after restored. The patient had been symptomatic with syncope episodes, arrhythmia and mild fatigue. No alert was able to be observed due to failed interrogation. The pacemaker was explanted and replaced. The patient was stable.

Event description:
New information received indicated following the initial device restoration on 12 apr 2021 the pacemaker was unable to connect to the patient's home monitor. Upon review of the transmission, it was observed the pacemaker was in backup vvi again. The patient presented in clinic with a bradycardic rhythm, and during investigation the device was unable to be interrogated. No magnet response was observed along with no pacing output from the device. The patient reported feeling fatigued and was noted to have had several syncopal episodes resulting in falls. The pacemaker was explanted and replaced without further issue. The patient was stable.

Manufacturer narrative:
The reported events of inability to interrogate, device was in backup mode, and no pacing output were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating high current drain, consistent with moisture damage, depleting the battery prematurely, and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The reported event of backup vvi could not be confirmed. The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery prematurely. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the pacemaker was in backup vvi mode for unknown reasons. The device was successfully restored without incident. The patient was stable.